Event description:
Caller alleged imprecision results with inratio. Results as follows: first test inr=1.3 second test inr=2.4.

Manufacturer narrative:
Inratio precison data provided by end-user lot 060519: first test inr=1.3 second test inr=2.4. Mean=1.85; sd=0.77; %cv=42% the %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Per internal protocol, in-house retain strips 060519 were tested for precision. The acceptance criteria is as follows: if the %cv is less than or equal to 16%, then it meets the criteria for precision. If both samples pass for each lot then no further action is required. If one lot fails, then add'l testing will be performed with 2 more normal donors. If both samples fail on any lot or if any lot fails add'l testing, then a review of trending data will be performed and a course of action taken. Result of retain strip test (lot 060519) performed on 12/1/06 as follows: see scanned table. Based on the above test results. Retain strips lot 060519 meets the criteria for strip precision.